Event description:
Insertion of a terumo guidewire into the dilator is always very difficult due to the non- tapering inner part of the introducer opening. The terumo is forced to enter via the other side (tip). This is an extra and unwanted action. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).